Manufacturer narrative:
Concomitant products: 505da20 valve implanted (B)(6) 2010, 694765 lead implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead threshold had steadily increased and was noted to be elevated. The lead remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.